Event description:
The customer reported a probe leak from the coulter act diff 12 analyzer after startup was completed. The volume was reported as one drop and the leak was contained. The customer also reported the hct, rbc and mcv results on their qc control and patients were low but in range on the act diff instrument. The customers stated the calibration factors have been adjusted to the qc normal control. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the cause of the leak was due to the diluent filters needing replacement. The diluent filters were last replaced on (B)(4) 2013 per (B)(4) service history files. The replacement of the diluent filters resolved the leak reported. Latex alignment was performed and manual adjustment of the calibration factors resolved the low rbc, hct and mcv results issue reported. (B)(4).